Event description:
The customer reported that during a procedure, the set leaked. The set was saved with the syringe connected, to determine whether it was the set leaking or just the syringe connected to it. Product code 9542, lot number is unknown.